Event description:
It was reported by service report that the scale/bed exit display was not functioning. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result: scale board assembly.